Event description:
It was reported, that a pairing issue occurred. Performance data was reviewed. A pairing issue was confirmed, due to the finding of signal loss over one hour within the investigation window. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).